Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory cassette used during event had been removed for disinfection and could not be checked. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Alarms for high peep were generated in combination with high airway pressure, low expiratory minute volume and high respiratory rate alarms. The generated alarms indicate a high expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to a higher peep value than the pre-set and alarms for high airway pressure are generated. The difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit. Information concerning what type of patient breathing circuit or filter that was in use at the time of event was not provided. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The cause of the reported problem is attributed to clinical application error. There is no indication of a ventilator malfunction at the time of the event.